Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code that occurred without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed that malfunction did not recur after reset, and was advised to continue pump use and to call back if any malfunction code occurred again, which caller acknowledged and understood.